Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump while bolusing. The customer's blood glucose level was 121 mg/dl. Standard troubleshooting was performed. The customer's infusion set had a bent cannula. The alarm was resolved by a complete infusion set and reservoir change. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis evaluated 2 opened or used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Occlusion test was run as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump, performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).